Manufacturer narrative:
Tw# (B)(4). Updated sections: b4,e3,g3,g6,h2,h6,h11. The lot # 3000428019 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal was not loaded correctly into the delivery device when it was loaded. The same product was not used, and a new product was successfully loaded and used. There was no damage to the patient's health. There were no procedural delay.

Manufacturer narrative:
Tw: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.